Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that a five minute procedural delay occurred due to loading a new valve.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned loaded inside the delivery system. The valve was discolored showing evidence of blood contact. The valve was received in a crimped state with the inflow displaying a reniform appearance. As received, all leaflets appeared partially closed with a gap between the free margins. All leaflets were dry with minimal flexibility. Leaflets exhibited severe creases and imprints; tissue conditions possibly associated with the valve being in the loaded state for an unknown duration of time. All commissures appeared intact. The valve was submerged in a warm (approximately 37 celsius) saline bath. The frame expanded; however, the valve frame appeared to retain a compressed state. It is possible the compressed state may be associated with the valve being in the loaded state, inside the delivery system, for an unknown duration of time. Due to the returned condition of the valve, a deployment simulation could not be performed. There was no evidence of frame kinks or bends after warm saline submersion. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving a transcatheter aortic valve implantation in a patient with minimal calcifications on the valve leaflets, the valve loading was performed and verified under fluoroscopy, confirming correct loading with no signs of infolding. Upon the initial deployment attempt, the evolut fx+ was attempted without a pre-implant balloon dilatation. The valve appeared under-expanded and was recaptured into the delivery catheter system (dcs). A second deployment attempt was made; however, the valve frame exhibited infolding. Subsequently, the valve was recaptured a second time and removed from the patient. A balloon dilatation was performed using a 20mm non-medtronic balloon. A new evolut fx+ valve, with a new dcs, was successfully loaded and deployed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10. Section d references the main component of the system. Other medical products in use during the event include: product ID d-evolutfx-2329 (lot: 0012561861); product type: 0195-heart valves; implant date: non-implantable device. Product ID: l-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; implant date: non-implantable device. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.